Event description:
It was reported that there was an error purge occlusion. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion seal. The seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.